Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the carbon bridge to resolve the issue. (B)(4).

Event description:
The customer reported erroneously high patient results were generated for sodium (na), chloride (cl) and carbon dioxide (co2) on the unicel dxc 600 pro synchron access clinical system. The high patient results were reported outside of the lab. No information was able to be provided in regards to the qc recovery specifications prior to the event or if there was no change to patient treatment in association with this event.